Manufacturer narrative:
(B)(4). The sample was received for evaluation. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an infusor leaked after filling. The device was filled with a solution of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection identified that there was a tiny chunk of white crystallized drug located at the connection of the red luer cap and the white luer. It was also noted that the device was received with a non-baxter red luer cap. The cap was not closed all the way. The leak was due to an insecure fit of the non-baxter cap.